Event description:
Event description: per cnf, it was reported that: the tip of the guidewire was found to be bent and the coating peeled off when the package was opened in preparation for procedure. The patient condition following procedure was stable. What was the patient condition following procedure? Stable when was the problem noticed: unpacking where did the problem occur? Outside the patient procedure outcome: completed with another of same device event resolved? Yes. Image provided.

Manufacturer narrative:
As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. The specimen presented an overall length of 150.5cm and a finished diameter of .03255" to .03310". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. Upon flushing the dispenser hoop with blood-bank saline, the specimen was not easily removed because of the skived/cut damage presented. The specimen was removed by unclipping the dispenser assembly completely and subjected to visual and tactile examination. The specimen presented areas/ witness marks of skived/cut damage to the polymer jacket material, including metallic core wire exposure. The damage was located from 32.2cm to 33cm from the distal tip. The specimen also presented large radius bend damage at 10 cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. The customer-supplied image shows the guidewire loaded in the dispenser assembly; however, the reported damage could not be confirmed based on the visual evidence provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional event details have been requested; however, to date no further information has been provided. The nature and the extent of the skived/cut damage, as well as the bend damage near the distal tip, is representative of applying excessive and/or forceful manipulation to the device while removing it from the dispenser hoop without proper hydration. As noted in the dfu operational instructions: prior to use: carefully examine the unit to verify that neither the contents nor the sterile package has been damaged in shipment. The zipwire hydrophilic guidewire is a delicate instrument and should be handled carefully. Prior to use and when possible, during the procedure, inspect the wire carefully for bends or kinks which may have occurred. To activate hydrophilic coating: - before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As indicated in the directions for use (dfu) precautions: - the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.